Manufacturer narrative:
Investigation: visual inspection: residues tissues on the inlet and bloody deposits in the delivery liquid were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage and that the shunt assistant is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of dysfunction, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the progav 2.0 valve is not permeable, a computer controlled test was not possible. The shunt assistant operates within the accepted tolerance. Results: first, we performed a visual inspection of the progav 2.0 shunt system. Residues tissues on the inlet and bloody deposits in the delivery liquid are visible, but no significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. The progav 2.0 valve was not permeable, therefore the claim of a malfunction could not be further investigated. The shunt assistant was permeable but the opening pressure was within tolerance. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein), see pictures 1 and 2. Based on our investigation, we confirm a malfunction in form of an occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem of malfunction with a progav 2.0 shuntsystem. Patient information: age: (B)(6) years. Height: 82 cm. Weight: (B)(6) kg. Gender: unknown. Implantation: (B)(6) 2019. Removal: (B)(6) 2020.